Event description:
It was reported that on december 28, 2023, during weekly audit of equipment, the hand piece for battery powered driver med speed did not work. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. During manufacturer's investigation of the returned device it was identified that the device did not ran in reverse mode and wires are discolored, rust was found on driver shaft and debris was found on internal components. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that med speed of 05.000.008, hand piece for battery powered driver was not working. The repair technician reported that device did not ran in reverse mode and wires are discolored , rust found on driver shaft and debris was found on internal components. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, set screw, housing barrier, shrink tubing and other components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008 synthes lot # 008012 supplier lot # 008012 release to warehouse date: 15 jun 2021 supplier: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.